Event description:
A customer reported that a charging port cover was missing, leading to dirt and debris accumulating in the port while charging the pump daily. There was no adverse impact to the customer¿s blood glucose level. The customer was transferred to customer technical support, but the call may have been disconnected.